Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and remained on the delivery catheter. The target lesion was located in a coronary artery. After a non-bsc guide extension catheter crossed the lesion, a 4.00x12mm promus premier¿ drug eluting stent was advanced through the guide extension catheter. However, it was noted that the stent came off the balloon and went on to the shaft. When the entire device was removed, the stent was still around the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.